Manufacturer narrative:
Analysis found the programmer was not able to interrogate devices wireless; the rft (radio frequency transceiver) found out of electrical specification. It was noted the programmer was able to interrogate non-wireless. Analysis also found the screen would not stay up; both lower display screen hinges found out of mechanical specification. The system fan was noisy and the stylus pen tip was loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer would not interrogate evera devices but will interrogate a pacer. New rf (radio frequency) head tried and it still would not work. It was noted software shows it is loaded. It was also reported the screen won't stay up either. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.